Event description:
On (B)(6) 2013, the patient reported that none of the buttons on her infusion device were functioning. The patient has switched to her backup device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product result the soft components of the housing are worn down heavily. Therefore moisture enters the insulin pump and destroys the pump electronics. The buttons of the pump was tested and meets the specifications. The problem mentioned by the customer is related to careless handling of the product.